Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient's spouse found the patient unresponsive on the floor but the cgm displayed 150 mg/dl. She administered glucagon, glucose paste, and called emergency medical services (ems). When ems arrived, a bg was performed which was in the 20s mg/dl. IV glucose was administered, the patient was transported to the hospital and his bg increased to over 400 mg/dl. The patient was treated with IV fluids, insulin, and once his bg stabilized, he was released and recovered at home. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.